Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Vad equipment technician reported that pt expired on (B)(6) 2014 from a cerebral vascular accident (cva).